Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their sensor. The customer states they had issues with their blood glucose and sensor readings. The customer states the device alarmed for threshold suspend and bad sensor. The customer's blood glucose level at the time of incident was 99mg/dl. The customer sensor reading was unavailable. Troubleshoot was conducted. The customer was advised the sensor would be replaced and returned for analysis.

Manufacturer narrative:
Sensor performed continuity resistance test and sensor failed test.